Event description:
A pt underwent a laminectomy from l3 to s1 without fusion on 10/27/1998. Adcon gel was applied during the procedure. An initial report from the distributor indicates that the pt presented with symptoms of a cerebro-spinal fluid leak and was readmitted. No confirmation of this info was available. Available chart notes did not reveal any complications (possibly due to incomplete records).